Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient exhibited a possible pocket infection. The pocket was oozing but the patient did not experience any symptoms or a fever. Upon opening the pocket, there was no infection. The physician elected to irrigate and close the pocket without further intervention. The patient was stable post procedure and will be followed normally.